Event description:
On (B)(6) 2021, access bio received a complaint regarding false negative (incorrect) result from a rapid result covid test system for an unknown symptomatic patient. The patient was tested twice using the carestart sars-cov-2 antigen test kit and the tests were performed on december 21, 2021, both of which gave negative results. The patient reported testing covid positive at the doctor's office (details unknown). Access bio followed up twice with the customer via email on december 30, 2021, and september 7, 2022, to better understand the facts and circumstances for the test. The customer stated that the test kit was stored within the appropriate temperature range and successfully passed the external quality control steps. Also, the tests were performed within 3-5 days of symptom onset and were read between 10-15 minutes as per the instructions for use (IFU). However, the customer did not share the product lot number and other product handling practices. No adverse patient effects were reported.

Manufacturer narrative:
In order to identify the true root cause of this complaint, access bio would need more information from the customer. However, based on the information received from the customer, it would be difficult to rule out possible root causes identified below: the customer might misinterpret test results. The customer might not follow the instructions for use (IFU) in any of the following way: inadequate sample collection. Not performing test immediately after opening the test device in the pouch potential contact with foreign substances and household cleaning products during .sample collection and testing. Excessive buffer application to sample well of test device. 12.82% of false negative results are expected based on performance characteristics claimed for this test (87.18% ppa). 5. The comparative test used might yield false positive results access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.